Manufacturer narrative:
(B)(4). The customer reported that when charging for defibrillation the audio tone is not constant. There was no reported pt. Involvement. There was no report of an inability to delivery therapy. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when charging for defibrillation the audio tone is not constant. There was no reported pt involvement. There was no report of an inability to deliver therapy.